Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ 4mm x 32g pen needle cover would not properly click onto the needle after use to remove it from the pen. The following information was provided by the initial reporter: "the shaft is too small in diameter making it difficult to grip. When removing the needle from the pen (after use) the outer (clear) cover does not click properly onto the needle. There have been several times when I have unscrewed a needle only to have the clear cover pull off leaving the exposed needle dangling."